Event description:
It was reported that after initial stent placement, the stent fractured and broke apart in the patient. The doctor was able to retrieve both pieced from the patient. There was no reported harm or injury to the patient.